Event description:
Baxter was notified by center personnel that a donor experienced hematuria directly after a plasmapheresis procedure was terminated. Baxter cqa contacted center at which time the operator stated that an "hb" detect alarm occurred during the plasmapheresis procedure. Procedure was resumed by operator and plasmapheresis continued. Operator noticed shortly thereafter that the plasma container and plasmacollect tubing was red. Procedure was discontinued by operator after observing both the plasmacollect tubing and plasma container to be red. Operator also stated that concentrated cells within the reservoir had already been reinfused. Reservoir was empty when procedure was aborted. Noticed shortly thereafter that the plasma container and plasmacollect tubing was red. Donor left in good condition and was advised by center to visit personal physician for eval. Donor went to the ER on 11/30. Donor had urinalysis performed. Results of urinalysis was not provided, however it was stated that the urine appeared to have a pinkish tinge. Donor was instructed by the ER to drink plenty of fluids and return if the donor's temperature elevated above 101.5. No further info was provided by center concerning this event.